Event description:
The user facility reported the device disassembled during testing prior to a procedure.  There was no reported patient involvement, no delay, no medical intervention, and no adverse consequences.